Event description:
Per the patient, 2-3 months prior to this report, the pump was ¿sticking through the skin real hard and it wasn¿t coming out or moving¿; it ¿ate through his skin¿. The patient was ¿given a wrap¿, waited 3-4 days, and was then taken to surgery in mid-november. At that time, the patient¿s wife had asked to have a new pump put in because it may not have had much battery life left. They instead revised the existing pump because it still had battery life. ¿it didn¿t stay in for more than 2 months and it had a hole in the skin over the pump¿. When the pump was first implanted, ¿the sharp point of the pump was sticking out and facing the left side and it had the skin pulled tight, but I couldn¿t see it coming out¿. The first month, everything was fine. The second month, when he went to go and lay down, he felt something wet from the area of the pump and saw a pinhole and assumed the morphine was eating its way through the skin. The patient was told that it was because of his size; the patient stated, ¿I have a hard time believing my size has something to with it¿. The patient was told that the pump had to come out. The pump was removed. The patient felt that there was a pinhole in the catheter. Since having the pump removed, the patient was feeling sick; he was having withdrawals and double vision. The pump was delivering morphine and ¿something else¿ but the patient couldn¿t remember.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).